Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep met with the patient on (B)(6) 2016. It was determined that the patient had an allergic reaction to gentamicin in the irrigation. She was given benadryl and was doing fine. The rep was able to program her and capture all of her pain areas. The surgical pain had subsided.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that on (B)(6) 2016 the patient went in for a simple battery change, but when they placed the implantable neurostimulator, the patient started having some kind of an allergic reaction. She was red everywhere and had blisters from head to toe. The health care provider said to let it calm down, and waited for 3 days, but it got worse and they sent her to the hospital three days after. She was at the hospital for a week (6 days). At the hospital, they didn¿t know if it was an infection, and where it was. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an allergic reaction in the pocket area after their stimulator was changed out on (B)(6) 2016. The skin irritation extends from the left buttock, the pocket location, to the flank area and the upper part of the patient's leg. The patient thought it was an infection, was given antibiotics, and has not responded to any treatments for infections. The patient is hospitalized at the time of the report. The contact believes the patient may be allergic to the mastisol used to secure the steri strips over the stimulator site. This was indicated to be a sudden change in therapy and the caller indicated that there was redness where the mastisol was applied. The following day, the redness had expanded and it looked different.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient¿s pain since implant was due to a superficial allergic reaction. The patient had previously reported being in pain since the surgery on (B)(6) 2016. The patient met with a manufacturer representative (rep) in the ER. The rep stated that they were going to delete all programs expect program a. The patient reported that the rep deleted all the programs. An appointment to see the rep was scheduled at the hcp¿s office on (B)(6) 2016, but the patient woke up in pain on (B)(6) 2016 and decided they would not wait until (B)(6) 2016. The patient had been admitted to rule-out infection. She was then treated for the allergic reaction. The patient¿s appointment got changed to (B)(6) 2016, and a rep was to meet her then.

Event description:
It was reported that the patient was in the emergency room (ER), had a ¿bad reaction,¿ and had to stay at the hospital (B)(6) 2016.

Manufacturer narrative:
Correction to the initial MDR and the supplemental 001: intervention required also applies. Correction to the MDR supplemental 001: this information also applies to this event.

Event description:
It was reported by an hcp on (B)(6) 2016 that the patient was treated with a script for clindamycin and treated with vancomycin inpatient at the hospital. It was reported that the reaction had lessened but not resolved. It was reported by the consumer on (B)(6) 2016 that the patient was in the emergency room (ER), had a ¿bad reaction,¿ and had to stay at the hospital (B)(6) 2016.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the infection according to the allergist was from the bacitracin. Antibiotics didn't help the patient but benadryl and a hx blocket worked within a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.